Event description:
It was reported that this right ventricular (rv) lead presented noisy signals which led to an atrial tachy response (atr) episode. Technical services (ts) was consulted and confirmed not out of range measurements or pacing inhibition were present. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.